Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain, severe and persistent pain - pelvis"), psoriatic arthropathy ("autoimmune disorder- psoriatic arthritis") and hemiparaesthesia ("neurological conditions or problems- numbness/tingling on right side of face, tingling of right arm") in a (B)(6) female patient who had essure (batch no. 629302) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube(s)" in 2009. The patient's concurrent conditions included rash since (B)(6) 2014, blisters since (B)(6) 2014 and tobacco user. Concomitant products included methotrexate since 2015. On an unknown date, the patient had essure inserted. In 2009, the patient experienced arthralgia ("severe and persistent pain-joints"), abdominal pain ("severe and persistent pain-abdomen") and chest pain ("severe and persistent pain-chest pain"). In 2012, the patient experienced hemiparaesthesia (seriousness criterion medically significant). In 2013, the patient experienced psoriatic arthropathy (seriousness criterion medically significant). In 2014, the patient experienced vitamin d deficiency ("vitamin d deficiency"). In (B)(6) 2014, the patient experienced costochondritis ("costochondritis"). In (B)(6) 2014, the patient experienced allergy to metals ("allergic or hypersensitivity reaction - possible cobalt/nickel allergy"). On (B)(6) 2014, the patient experienced fatigue ("fatigue, tiredness"). On (B)(6) 2014, the patient experienced pinguecula ("vision/eye problems - pinguecula") and dry eye ("vision/eye problems - dry eye"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), anxiety ("psychological or psychiatric problems- anxiety"), depression ("psychological or psychiatric problems- depression") and psoriasis ("psoriasis"). The patient was treated with desoximetasone, cefalexin (keflex) and surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, allergy to metals, vitamin d deficiency, psoriasis, dry eye, arthralgia, abdominal pain, chest pain and costochondritis outcome was unknown, the psoriatic arthropathy, fatigue and pinguecula had not resolved, the hemiparaesthesia, vaginal haemorrhage, menorrhagia and dysmenorrhoea had resolved and the anxiety and depression was resolving. The reporter considered abdominal pain, allergy to metals, anxiety, arthralgia, chest pain, costochondritis, depression, dry eye, dysmenorrhoea, fatigue, hemiparaesthesia, menorrhagia, pelvic pain, pinguecula, psoriasis, psoriatic arthropathy, vaginal haemorrhage and vitamin d deficiency to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2008 and (B)(6) 2009. Diagnostic results: on an unknown date, patient underwent essure confirmation test procedure, dye test and the confirmation test indicated that only one side was successful. Concerning the injuries in the case, the following ones were described in patient's medical records: psoriasis, vitamin d deficiency, menorrhagia, dysmenorrhea, pelvic pain, psoriatic arthropathy, joint pain. Most recent follow-up information incorporated above includes: on 27-feb-2018: pfs received: new reporters, patient demographic information, product indication, lot no, removal date, concomitant drug, event injury was specified and updated to events vaginal haemorrhage, menorrhagia, allergy to metals, psoriatic arthropathy, vitamin d deficiency, dysmenorrhea, device ineffective, fatigue, hemiparaesthesia, pelvic pain, anxiety, depression, psoriasis, pinguecula, dry eye, arthralgia, abdominal pain, chest pain and costochondritis added. Case upgraded to incident. On 27-feb-2018: mr received: new reporters, patient ethnicity, concomitant disease and treatment medications added. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain, severe and persistent pain - pelvis"), psoriatic arthropathy ("autoimmune disorder- psoriatic arthritis"), hemiparaesthesia ("neurological conditions or problems- numbness/tingling on right side of face, tingling of right arm") and facial paralysis ("face drooping") in a 43-year-old female patient who had essure (batch no. 629302) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube(s)" in 2009. The patient's medical history included anxiety and cervical pap smear normal. On an unknown date, patient underwent essure confirmation test procedure, dye test and the confirmation test indicated that only one side was successful. Essure confirmation test(s) conducted, specify- second essure placement, the confirmation test indicated that only one side was successful. Concurrent conditions included rash since (B)(6) 2014, blisters since (B)(6) 2014, tobacco user, uterine fibroid, endometrial thickening, vaginal odor, itching, vaginitis, candida test positive and paratubal cyst. Concomitant products included escitalopram oxalate (lexapro), methotrexate since 2015 and vitamin d nos (vitamin d). In (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), arthralgia ("severe and persistent pain-joints"), abdominal pain ("severe and persistent pain-abdomen") and the first episode of chest pain ("severe and persistent pain-chest pain"). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2012, the patient experienced hemiparaesthesia (seriousness criterion medically significant). In (B)(6) 2012, the patient experienced allergy to metals ("allergic or hypersensitivity reaction - possible cobalt/nickel allergy"). In 2012, the patient experienced fatigue ("fatigue, tiredness"). In 2013, the patient experienced psoriatic arthropathy (seriousness criterion medically significant). In 2014, the patient experienced vitamin d deficiency ("vitamin d deficiency") and anxiety ("psychological or psychiatric problems- anxiety"). In (B)(6) 2014, the patient experienced costochondritis ("costochondritis/ tietze disease"), pustular psoriasis ("pustular psoriasis") and eczema ("eczema"). On (B)(6) 2014, the patient experienced pinguecula ("vision/eye problems - pinguecula") and dry eye ("vision/eye problems - dry eye"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems- depression"), psoriasis ("psoriasis"), facial paralysis (seriousness criterion medically significant), skin disorder ("skin problems"), the second episode of chest pain ("chest pain"), frustration tolerance decreased ("frustration"), hypersomnia ("sleeping"), asthenia ("no energy"), limb discomfort ("hands and feet are horrible"), complication of device insertion ("one coil could not be inserted"), inflammation ("inflamation") and back pain ("back pain") and was found to have white blood cell count increased ("high white blood counts"). The patient was treated with cefalexin (keflex), desoximetasone and surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, allergy to metals, vitamin d deficiency, psoriasis, dry eye, arthralgia, abdominal pain, facial paralysis, skin disorder, the last episode of chest pain, frustration tolerance decreased, hypersomnia, asthenia, white blood cell count increased, limb discomfort, complication of device insertion, inflammation, pustular psoriasis, eczema and back pain outcome was unknown, the psoriatic arthropathy and fatigue had not resolved, the hemiparaesthesia, vaginal haemorrhage, menorrhagia and dysmenorrhoea had resolved and the anxiety, depression, pinguecula and costochondritis was resolving. The reporter considered abdominal pain, allergy to metals, anxiety, arthralgia, asthenia, back pain, complication of device insertion, costochondritis, depression, dry eye, dysmenorrhoea, eczema, facial paralysis, fatigue, frustration tolerance decreased, hemiparaesthesia, hypersomnia, inflammation, limb discomfort, menorrhagia, pelvic pain, pinguecula, psoriasis, psoriatic arthropathy, pustular psoriasis, skin disorder, vaginal haemorrhage, vitamin d deficiency, white blood cell count increased, the first episode of chest pain and the second episode of chest pain to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2008 and (B)(6) 2009. Left : 6 coils were noted in the uterine cavity. Right : wrist 3 coils trailing in the uterine cavity. 8-10 coils were trailing the abdominal cavity. Insertion procedure were tried on (B)(6) 2008. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: unilateral occlusion (right tube occluded). The confirmation test indicated that there were two coils on the right side and no coils on the left. Right side was occluded, left side was patent.. X-ray - on an unknown date: results: two coils present. Concerning the injuries in the case, the following ones were described in patient's medical records: psoriasis, vitamin d deficiency, menorrhagia, dysmenorrhea, pelvic pain, psoriatic arthropathy, joint pain. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and mr received. Reporter information were added. Date of insertion were updated. Medical history, concomitant drug and lab data were added. Event : pustular psoriasis, eczema and back pain were added. Outcome of the event : pinguecula and costochondritis were updated. Incident we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain, severe and persistent pain - pelvis"), psoriatic arthropathy ("autoimmune disorder- psoriatic arthritis"), hemiparaesthesia ("neurological conditions or problems- numbness/tingling on right side of face, tingling of right arm") and facial paralysis ("face drooping") in a 46-year-old female patient who had essure (batch no. 629302) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube(s)" in 2009. The patient's concurrent conditions included rash since (B)(6) 2014, blisters since (B)(6) 2014 and tobacco user. Concomitant products included methotrexate since 2015. In 2009, the patient had essure inserted. In 2009, the patient experienced arthralgia ("severe and persistent pain-joints"), abdominal pain ("severe and persistent pain-abdomen") and the first episode of chest pain ("severe and persistent pain-chest pain"). In 2012, the patient experienced hemiparaesthesia (seriousness criterion medically significant). In 2013, the patient experienced psoriatic arthropathy (seriousness criterion medically significant). In 2014, the patient experienced vitamin d deficiency ("vitamin d deficiency"). In (B)(6) 2014, the patient experienced costochondritis ("costochondritis/ tietze disease"). In (B)(6) 201, the patient experienced allergy to metals ("allergic or hypersensitivity reaction - possible cobalt/nickel allergy"). On (B)(6) 2014, the patient experienced fatigue ("fatigue, tiredness"). On (B)(6) 2014, the patient experienced pinguecula ("vision/eye problems - pinguecula") and dry eye ("vision/eye problems - dry eye"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), anxiety ("psychological or psychiatric problems- anxiety"), depression ("psychological or psychiatric problems- depression"), psoriasis ("psoriasis"), facial paralysis (seriousness criterion medically significant), skin disorder ("skin problems"), the second episode of chest pain ("chest pain"), frustration tolerance decreased ("frustration"), hypersomnia ("sleeping"), asthenia ("no energy"), white blood cell count increased ("high white blood counts"), limb discomfort ("hands and feet are horrible"), complication of device insertion ("one coil could not be inserted") and inflammation ("inflamation"). The patient was treated with desoximetasone, cefalexin (keflex) and surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, allergy to metals, vitamin d deficiency, psoriasis, dry eye, arthralgia, abdominal pain, costochondritis, facial paralysis, skin disorder, the last episode of chest pain, frustration tolerance decreased, hypersomnia, asthenia, white blood cell count increased, limb discomfort, complication of device insertion and inflammation outcome was unknown, the psoriatic arthropathy, fatigue and pinguecula had not resolved, the hemiparaesthesia, vaginal haemorrhage, menorrhagia and dysmenorrhoea had resolved and the anxiety and depression was resolving. The reporter considered abdominal pain, allergy to metals, anxiety, arthralgia, asthenia, complication of device insertion, costochondritis, depression, dry eye, dysmenorrhoea, facial paralysis, fatigue, frustration tolerance decreased, hemiparaesthesia, hypersomnia, inflammation, limb discomfort, menorrhagia, pelvic pain, pinguecula, psoriasis, psoriatic arthropathy, skin disorder, vaginal haemorrhage, vitamin d deficiency, white blood cell count increased, the first episode of chest pain and the second episode of chest pain to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2008 and (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on an unknown date: two coils present on an unknown date, patient underwent essure confirmation test procedure, dye test and the confirmation test indicated that only one side was successful. Concerning the injuries in the case, the following ones were described in patient's medical records: psoriasis, vitamin d deficiency, menorrhagia, dysmenorrhea, pelvic pain, psoriatic arthropathy, joint pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jul-2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain, severe and persistent pain - pelvis"), psoriatic arthropathy ("autoimmune disorder- psoriatic arthritis"), hemiparaesthesia ("neurological conditions or problems- numbness/tingling on right side of face, tingling of right arm") and facial paralysis ("face drooping") in a 46-year-old female patient who had essure (batch no. 629302) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube(s)" in 2009 and device difficult to use "one coil could not be inserted". The patient's concurrent conditions included rash since (B)(6) 2014, blisters since (B)(6) 2014 and tobacco user. Concomitant products included methotrexate since 2015. In 2009, the patient had essure inserted. In 2009, the patient experienced arthralgia ("severe and persistent pain-joints"), abdominal pain ("severe and persistent pain-abdomen") and the first episode of chest pain ("severe and persistent pain-chest pain"). In 2012, the patient experienced hemiparaesthesia (seriousness criterion medically significant). In 2013, the patient experienced psoriatic arthropathy (seriousness criterion medically significant). In 2014, the patient experienced vitamin d deficiency ("vitamin d deficiency"). In (B)(6) 2014, the patient experienced costochondritis ("costochondritis/ tietze disease"). In (B)(6) 2014, the patient experienced allergy to metals ("allergic or hypersensitivity reaction - possible cobalt/nickel allergy"). On (B)(6) 2014, the patient experienced fatigue ("fatigue, tiredness"). On (B)(6) 2014, the patient experienced pinguecula ("vision/eye problems - pinguecula") and dry eye ("vision/eye problems - dry eye"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), anxiety ("psychological or psychiatric problems- anxiety"), depression ("psychological or psychiatric problems- depression"), psoriasis ("psoriasis"), facial paralysis (seriousness criterion medically significant), skin disorder ("skin problems"), the second episode of chest pain ("chest pain"), frustration tolerance decreased ("frustration"), hypersomnia ("sleeping"), asthenia ("no energy"), white blood cell count increased ("high white blood counts"), limb discomfort ("hands and feet are horrible") and inflammation ("inflammation"). The patient was treated with desoximetasone, cefalexin (keflex) and surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, allergy to metals, vitamin d deficiency, psoriasis, dry eye, arthralgia, abdominal pain, costochondritis, facial paralysis, skin disorder, the last episode of chest pain, frustration tolerance decreased, hypersomnia, asthenia, white blood cell count increased, limb discomfort and inflammation outcome was unknown, the psoriatic arthropathy, fatigue and pinguecula had not resolved, the hemiparaesthesia, vaginal haemorrhage, menorrhagia and dysmenorrhoea had resolved and the anxiety and depression was resolving. The reporter considered abdominal pain, allergy to metals, anxiety, arthralgia, asthenia, costochondritis, depression, dry eye, dysmenorrhoea, facial paralysis, fatigue, frustration tolerance decreased, hemiparaesthesia, hypersomnia, inflammation, limb discomfort, menorrhagia, pelvic pain, pinguecula, psoriasis, psoriatic arthropathy, skin disorder, vaginal haemorrhage, vitamin d deficiency, white blood cell count increased, the first episode of chest pain and the second episode of chest pain to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2008 and (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on an unknown date: two coils present on an unknown date, patient underwent essure confirmation test procedure, dye test and the confirmation test indicated that only one side was successful. Concerning the injuries in the case, the following ones were described in patient's medical records: psoriasis, vitamin d deficiency, menorrhagia, dysmenorrhea, pelvic pain, psoriatic arthropathy, joint pain. Most recent follow-up information incorporated above includes: on 7-jun-2018: other social media received. Events face drooping, skin problems, chest pain, frustration, sleeping, no energy, high white blood counts, hands and feet are horrible,inflammation and one coil could not be inserted were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain, severe and persistent pain - pelvis') and facial paralysis ('face drooping') in a 43-year-old female patient who had essure (batch no. 629302) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube(s)" in 2009. The patient's medical history included anxiety and cervical pap smear normal. On an unknown date, patient underwent essure confirmation test procedure, dye test and the confirmation test indicated that only one side was successful. Essure confirmation test(s) conducted, specify- second essure placement, the confirmation test indicated that only one side was successful. Concurrent conditions included blisters since (B)(6) 2014, rash since (B)(6) 2014, tobacco user, uterine fibroid, endometrial thickening, vaginal odor, itching, vaginitis, candida test positive, paratubal cyst and nail fold infection. Concomitant products included escitalopram oxalate (lexapro), methotrexate since 2015 and vitamin d nos (vitamin d). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), arthralgia ("severe and persistent pain-joints"), abdominal pain ("severe and persistent pain-abdomen") and chest pain ("severe and persistent pain-chest pain"). On (B)(6) 2012, the patient experienced hemiparaesthesia ("neurological conditions or problems- numbness/tingling on right side of face, tingling of right arm"), 2 years 10 months after insertion of essure. In (B)(6) 2012, the patient experienced allergy to metals ("allergic or hypersensitivity reaction - possible cobalt/nickel allergy"). In 2012, the patient experienced fatigue ("fatigue, tiredness"). In 2013, the patient experienced psoriatic arthropathy ("autoimmune disorder- psoriatic arthritis"). In 2014, the patient experienced vitamin d deficiency ("vitamin d deficiency") and anxiety ("psychological or psychiatric problems- anxiety"). In (B)(6) 2014, the patient experienced costochondritis ("costochondritis/ tietze disease"), pustular psoriasis ("pustular psoriasis") and eczema ("eczema"). On (B)(6) 2014, the patient experienced pinguecula ("vision/eye problems - pinguecula") and dry eye ("vision/eye problems - dry eye"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems- depression"), psoriasis ("psoriasis"), facial paralysis (seriousness criterion medically significant), skin disorder ("skin problems"), frustration tolerance decreased ("frustration"), hypersomnia ("sleeping"), asthenia ("no energy"), limb discomfort ("hands and feet are horrible"), complication of device insertion ("one coil could not be inserted"), inflammation ("inflamation"), back pain ("back pain"), skin discolouration ("skin under my fingernails is turning purplish"), rheumatoid arthritis ("ra"), somnolence ("sleeping for two years only to get up to go to work"), infection ("infection") and dizziness ("feel lightheaded") and was found to have white blood cell count increased ("high wbc"). The patient was treated with cefalexin (keflex), desoximetasone and surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, allergy to metals, vitamin d deficiency, psoriasis, dry eye, arthralgia, abdominal pain, chest pain, facial paralysis, skin disorder, frustration tolerance decreased, hypersomnia, asthenia, limb discomfort, complication of device insertion, inflammation, pustular psoriasis, eczema, back pain, skin discolouration, rheumatoid arthritis, somnolence, white blood cell count increased, infection and dizziness outcome was unknown, the psoriatic arthropathy and fatigue had not resolved, the hemiparaesthesia, vaginal haemorrhage, menorrhagia and dysmenorrhoea had resolved and the anxiety, depression, pinguecula and costochondritis was resolving. The reporter considered abdominal pain, allergy to metals, anxiety, arthralgia, asthenia, back pain, chest pain, complication of device insertion, costochondritis, depression, dizziness, dry eye, dysmenorrhoea, eczema, facial paralysis, fatigue, frustration tolerance decreased, hemiparaesthesia, hypersomnia, infection, inflammation, limb discomfort, menorrhagia, pelvic pain, pinguecula, psoriasis, psoriatic arthropathy, pustular psoriasis, rheumatoid arthritis, skin discolouration, skin disorder, somnolence, vaginal haemorrhage, vitamin d deficiency and white blood cell count increased to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2008 and (B)(6) 2009. Left : 6 coils were noted in the uterine cavity. Right : wrist 3 coils trailing in the uterine cavity. 8-10 coils were trailing the abdominal cavity. Insertion procedure were tried on (B)(6) 2008. Essure device placed and approximately 2 coils were trailing the uterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: unilateral occlusion (right tube occluded). The confirmation test indicated that there were two coils on the right side and no coils on the left. Right side was occluded, left side was patent. X-ray - on an unknown date: results: two coils present. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-feb-2020: quality safety evaluation of ptc. On 14-feb-2020: quality-safety evaluation of ptc, update of FDA codes. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain, severe and persistent pain - pelvis') and facial paralysis ('face drooping') in a 43-year-old female patient who had essure (batch no. 629302) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube(s)" in 2009. The patient's medical history included anxiety and cervical pap smear normal. On an unknown date, patient underwent essure confirmation test procedure, dye test and the confirmation test indicated that only one side was successful. Essure confirmation test(s) conducted, specify- second essure placement, the confirmation test indicated that only one side was successful. Concurrent conditions included blisters since (B)(6) 2014, rash since (B)(6) 2014, tobacco user, uterine fibroid, endometrial thickening, vaginal odor, itching, vaginitis, candida test positive, paratubal cyst and nail fold infection. Concomitant products included escitalopram oxalate (lexapro), methotrexate since 2015 and vitamin d nos (vitamin d). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), arthralgia ("severe and persistent pain-joints"), abdominal pain ("severe and persistent pain-abdomen") and chest pain ("severe and persistent pain-chest pain"). On (B)(6) 2012, the patient experienced hemiparaesthesia ("neurological conditions or problems- numbness/tingling on right side of face, tingling of right arm"), 2 years 10 months after insertion of essure. In (B)(6) 2012, the patient experienced allergy to metals ("allergic or hypersensitivity reaction - possible cobalt/nickel allergy"). In 2012, the patient experienced fatigue ("fatigue, tiredness"). In 2013, the patient experienced psoriatic arthropathy ("autoimmune disorder- psoriatic arthritis"). In 2014, the patient experienced vitamin d deficiency ("vitamin d deficiency") and anxiety ("psychological or psychiatric problems- anxiety"). In (B)(6) 2014, the patient experienced costochondritis ("costochondritis/ tietze disease"), pustular psoriasis ("pustular psoriasis") and eczema ("eczema"). On (B)(6) 2014, the patient experienced pinguecula ("vision/eye problems - pinguecula") and dry eye ("vision/eye problems - dry eye"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems- depression"), psoriasis ("psoriasis"), facial paralysis (seriousness criterion medically significant), skin disorder ("skin problems"), frustration tolerance decreased ("frustration"), hypersomnia ("sleeping"), asthenia ("no energy"), limb discomfort ("hands and feet are horrible"), complication of device insertion ("one coil could not be inserted"), inflammation ("inflammation"), back pain ("back pain"), skin discolouration ("skin under my fingernails is turning purplish"), rheumatoid arthritis ("ra"), somnolence ("sleeping for two years only to get up to go to work"), infection ("infection") and dizziness ("feel lightheaded") and was found to have white blood cell count increased ("high wbc"). The patient was treated with cefalexin (keflex), desoximetasone and surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, allergy to metals, vitamin d deficiency, psoriasis, dry eye, arthralgia, abdominal pain, chest pain, facial paralysis, skin disorder, frustration tolerance decreased, hypersomnia, asthenia, limb discomfort, complication of device insertion, inflammation, pustular psoriasis, eczema, back pain, skin discolouration, rheumatoid arthritis, somnolence, white blood cell count increased, infection and dizziness outcome was unknown, the psoriatic arthropathy and fatigue had not resolved, the hemiparaesthesia, vaginal haemorrhage, menorrhagia and dysmenorrhoea had resolved and the anxiety, depression, pinguecula and costochondritis was resolving. The reporter considered abdominal pain, allergy to metals, anxiety, arthralgia, asthenia, back pain, chest pain, complication of device insertion, costochondritis, depression, dizziness, dry eye, dysmenorrhoea, eczema, facial paralysis, fatigue, frustration tolerance decreased, hemiparaesthesia, hypersomnia, infection, inflammation, limb discomfort, menorrhagia, pelvic pain, pinguecula, psoriasis, psoriatic arthropathy, pustular psoriasis, rheumatoid arthritis, skin discolouration, skin disorder, somnolence, vaginal haemorrhage, vitamin d deficiency and white blood cell count increased to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2008 and (B)(6) 2009. Left : 6 coils were noted in the uterine cavity. Right : wrist 3 coils trailing in the uterine cavity. 8-10 coils were trailing the abdominal cavity. Insertion procedure were tried on (B)(6) 2008. Essure device placed and approximately 2 coils were trailing the uterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: unilateral occlusion (right tube occluded). The confirmation test indicated that there were two coils on the right side and no coils on the left. Right side was occluded, left side was patent. X-ray - on an unknown date: results: two coils present. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jan-2020: social media received. New events added: infection, high wbc, sleeping for two years only to get up to go to work, ra, skin under my fingernails is turning purplish, feel lightheaded. Reporters were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.